Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level went from 40 mg/dl to 150 mg/dl. The customer stated that the auto mode delivered too much insulin. The insulin pump will not be returned for analysis.